Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2014 during which the surgeon noted extensive intraabdominal adhesions in the area of the mesh. The mesh had pulled back from the edges and caused a new hernia to form. Several loops of the small intestine had fused to the mesh up in the hernia sac. The fusion of the small bowel to the mesh would necessitate multiple small bowel resections causing the operation to be terminated. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, bowel obstructions, swelling and disfigurement. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020.